Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that the m3150 info cntr local database rel l.0-the iic didn't alarm when the patient's heart rate below the lower alarm limit the device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the m3150 info cntr local database rel l.0-the iic didn't alarm when the patient's heart rate below the lower alarm limit. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.